Event description:
MFR received a report from a facility that the cna was trying to lift the pt from the bed to pt's wheelchair when the lift allegedly tipped to the left and fell on top of the pt and wheelchair. The user allegedly sustained bruises and a head injury requiring stitches and the cna was allegedly knocked to the ground.